Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, at 9th inflation, it was noted that the balloon was ruptured at 10atm. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.